Event description:
Home pt reports a 2240 alarm during drain 2/4 of apd therapy with the homechoice machine. The pt reports that when pt awoke pt found that pt had inadvertently disconnected the pt line of the homechoice set from pts' transfer set. Pt discontinued the treatment and performed a manual exchange to finish therapy. There was no pt injury or medical intervention reported by the pt or the healthcare professional.